Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance. This lead has been stable with previous impedance measurements within range. This shock impedance for this lead will continue to be monitored. No adverse patient effects were reported.